Event description:
Follow-up from the patient reported that he notified his managing healthcare provider (hcp) about the trouble with his implantable n eurostimulator (ins) system and had an appointment scheduled with him for (B)(6) 2016. The ins was showing on and ok "on head." The trouble with the ins had not been resolved and the patient was unsure what steps would be taken to do so.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had trouble with his implantable neurostimulator (ins) system since 2012. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.